Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump gave a low power alert with 60% battery life. One hour later, a malfunction alarm occurred and the battery level had depleted. Customer's blood glucose level was not impacted.